Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported. (B)(6) was returned assembled with the pump cable severed approximately 11 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The outflow canulae hardware, outflow graft, and bend relief were returned attached to the pump cover outlet port. The bend relief did not appear to have been cut and appears to have been returned in its entirety. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11feb2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021.